Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 additional information added to d9, h3, h6 and h10 h3: the actual sample and picture were provided for investigation. The visual inspection of the provided photos showed the product after treatment. There are no conspicuous features or any indication of a defect in the photo visible. Visual inspection of the product with the naked eye showed the product was contaminated. After the disinfection of the product, a leak test of the dialysate and blood sides were performed and a leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the header of a polyflux 210h was cracked which resulted in a dialysate leakage. The leak was observed between header and dialysate port on venous side during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.